Event description:
A report was received that the patient's ipg was protruding due to a non-device related fall and was causing redness and pain at the ipg site. The physician confirmed that there was an ulcer at the ipg site. The patient underwent an explant procedure. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.